Event description:
Customer sent in this device for an inspection with no reported malfunction. There is no patient involvement. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume and amount of water contact do not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air supply volume and amount of water contact do not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down does not meet the standard value; distal end rubber coating (a-rubber) has a chip; light guide lens (lg) has a crack; distal end cover (c-cover) has a dent; and protector of universal cord and connecting tube have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. D8, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.